Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that patient charged their ipg every 3 days, but the ipg provided less than 24 hours of therapy, thus leaving the patient without therapy until the ipg was charged again. As a result, the patient underwent surgical intervention where the ipg was replaced and effective therapy was restored.